Manufacturer narrative:
The t:slim pump user guide states: during the fill tubing process, insulin delivery is stopped and must be resumed upon completion. If you select fill tubing from the load menu but do not complete the process within 3 minutes, the fill tubing alert occurs. Tap close to return to the screen you were on prior to the alert, and complete the tube filling process. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not evaluated.

Event description:
It was reported that the customer received multiple fill tubing alerts. The customer's blood glucose level was reported to be in the 390s range (mg/dl). During troubleshooting with tandem technical support, review of pump data revealed that multiple fill tubing alerts occurred, as the customer did not complete the load process and resume insulin delivery. The customer was able to successfully complete the load process and resume insulin delivery.